Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked screen after the user awoke and found the display damaged, with the cause of damage unknown; a replacement ilet was arranged and shipped, and the original unit is pending return for evaluation. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other clinical effects. Outcomes included continued use of the user¿s cgm with a phone or receiver until the replacement arrived, with no medical intervention required. Investigation included verification of device serial information and shipping details, user instructions to sync data, shut down the device, and return the original unit, and review of carrier tracking after a user concern about misdelivery. Investigation of this device revealed a hardware damage issue limited to the display component without associated alarms or malfunctions, and carrier records confirmed no misdelivery. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external forces.